Event description:
According to the information received, this valve was explantd due to paravalvular leak with resultant regurgitation. In 1999, the patient was admitted with pulmonary edema and an echocardiogram showed dehiscence with 3+ mitral regurgitation. The valve was then explanted and the patient was "worked up" for endocarditis; however cultures were negative.